Event description:
Was dispensed freestyle libre 3 for diabetes blood glucose monitoring and had abnormally high readings. I would check with lancet and had normal readings. After 3 days I decided to remove the unit and replace it with another. The unit wouldn't record any readings that my doctor uses to treat my condition. My unit is connected to my healthcare provider. I also removed that unit. In late (B)(6) 2024, I received a letter from (B)(6) to inform me that according to their records, they had dispensed from the defective lots. I called the manufacturer, spent in excess of 30 minutes with them only to be told that because I didn't have the original boxes, they couldn't do anything to help me. I even provided them access to my last 3 monitors via my app. Abbott has literally evaded responsibility. All I wanted was a replacement for my sensors. These things cost under (B)(6) for 2 with my insurance plan. Yet this multi-billion-dollar entity is allowed to skate responsibility by asking me for packaging that has been discarded long ago. Absolutely criminal behavior but as a patient it is a "take it or leave it" attitude.